Event description:
It was reported the trial patient was moving forward with implant. During implant, the stimulator was hooked up to the left lead and the impedances were greater than 4,000 ohms across the board. Troubleshooting did not resolve the issue. Hooking up to the right lead resulted in impedances greater than 4,000 ohms as well. Replacing the stimulator resolved the issue. The left lead was used for implant. The patient checked out fine.

Manufacturer narrative:
(B)(4). Analysis of interstim ii s/n (B)(4) found non-conformance in the form of the setscrew being backed out too far. Normal impedances were measured on all circuits and electrode pair combinations.

Event description:
It was reported the stimulator did not work and was damaged prior to opening.

Manufacturer narrative:
(B)(4).